Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm promus premier drug-eluting stent was advanced for treatment. However, while advancing the device through a non-bsc bleedback control valve, the shaft broke. The device was completely removed by pulling the stent system out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.